Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017. The patient was responding to the survey request for additional information. The patient stated there was a lot of swelling and they had to do the surgery all over again because of the bleeding. The patient stated there was a tremendous amount of pain. The patient stated the pain rating started at 6-7 out of 10 and increased up to 9 out of 10. The patient stated it was very uncomfortable and went to the emergency room (ER) and had the patient waiting. The patient gave up and went to the healthcare provider¿s (hcp) office and saw the hcp. The patient was then transported by ambulance back to the hospital to get the surgery and rectified the damage. The patient stated that it was because of the swelling that the hcp had an issue locating the port. The patient stated the hcp knew she would have trouble and a representative was present to assist the hcp. There was no change in the patient¿s activity level and no change in programming that resulted in the swelling that caused issues for the patient locating the port and/or the bleeding itself.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine. The indication for use was non-malignant pain. When the pump was installed, the patient was told he was good to go. The patient felt like he had an appetite. He had a little sandwich and felt pain. When he looked at his shirt, it was obvious to him that it was bleeding internally and externally through the bandages, and this created pain (level 9 pain rating). The patient felt this was because the healthcare provider (hcp) was rushed, or less experienced in what he was doing. The patient went back to the hospital and had to wait because the patient had eaten. The patient was wheeled back at 11-12 that night. They had to take the device out and fix the issue and then put it back in. The patient was in a tremendous amount of pain but it was resolved. Within a week of (B)(6) 2015 (4 or 5 days later), the patient went in for his first refill. The patient was still swollen from the surgery. Because of the trauma from the double surgery, the bleeding ¿did not have anywhere to go.¿ there was pressure on sensitive tissues, and they did not like to stretch as it created some damage. The patient went into the clinic, and the healthcare provider (hcp) had a heck of a time finding the port.